Event description:
It was reported that the device was used during laparoscopic appendectomy. The device would not test, troubleshooting was completed several times, device exchanged and worked properly to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation concluded that there was a switch failure. The device was tested on a generator via the foot pedal, and no error codes were noted. We have documented the circumstances as they were reported to us. The batch history records were reviewed with no anomalies noted during the mfg process.